Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that the insulin pump shut off. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump got exposed to moisture. The insulin pump will be returned for analysis.